Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer was hospitalized for diabetic ketoacidosis. Customer mentioned the device malfunctioned. Customer declined being contacted. Customer will not be returning the device for analysis.